Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the chuck with key device was frozen and would not move. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the chuck with key device did not function, moving parts of the device did not move smoothly, the etching was illegible, had component damage, the color band was chipping/fading, the mechanics seized, and the chuck was frozen/seized and would not move. It was further determined that the device failed pretest for check for free movement, check the pins length of the cone sleeve, check function of the tool coupling, check the drill chuck, marking and labeling, and general condition. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.